Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Three lab have reported discordant pt results to the institute of public health for the axsym digoxin iii assay compared to the axsym digoxin ii assay and the roche elecsys digoxin method. Axsym digoxin iii values were increased up to double the values of the other methods.